Manufacturer narrative:
Procode-gei. The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the c-lil-ns-31 device was being used during a hysterectomy on (B)(6) 2020 when "a piece broke off and fell into patient." Upon further assessment, it was discovered the broken piece was retrieved with a grasper. The procedure was completed with a few minutes delay. There was no report of injury/impact for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported event of "piece broke off and fell into patient; retrieved" is inconclusive. The device will not be returned for evaluation and no photographic evidence was provided therefore root cause cannot be identified. A device history record review could not be conducted as conmed is not the manufacturer. A 2 year lot history review could not be conducted as a valid lot number was not provided. Per the instructions for use, the user is advised the following: inspect the product for loose, bent, broken, cracked, worn or fractured components prior to each use. To avoid damage to the working end, carefully insert the device through the working channel, e.g. Trocar. This issue will continue to be monitored through the complaint system to assure patient safety.